Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by medwatch report that while attempting to remove right femoral arterial line (after blood return) the spring wire guide (swg) was advanced into the artery and then the catheter was advanced over the swg. The arterial swg became unraveled. X-rays and ultrasound revealed the swg was still in the pt. As a result, with effort, the swg was completely pulled out of the pt.